Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 d3 cubie released but remained in a failed state and prompted for an inventory count to be entered, with the device shown not on bus; the customer also noted, based on a cubie failure report, that cubies b3 and d1 on the same drawer experienced read, write, or invalid cubie memory errors the previous day. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer failed. The field service engineer (fse) replaced the row board cable and pyxis bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.